Event description:
Floss action brush head...falling apart...shakes and wobbles and then the whole head comes off the shaft - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: a spouse via phone stated that their adult male husband said that the oral-b floss action toothbrush head was falling apart. It shook/wobbled and then the whole oral-b floss action toothbrush head came off of the oral-b toothbrush shaft. No injury was reported. 21-nov-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
21-nov-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Floss action brush head...falling apart...shakes and wobbles and then the whole head comes off the shaft - oral-b [device breakage] case narrative: a spouse via phone stated that their adult male husband said that the oral-b floss action toothbrush head was falling apart. It shook/wobbled and then the whole oral-b floss action toothbrush head came off of the oral-b toothbrush shaft. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.